Event description:
It was reported that the longevity of this implantable cardioverter defibrillator (ICD) was lower than expected and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the ICD was depleting prematurely. A safe replacement interval calculation was completed. The patient underwent surgical intervention to replace the ICD. No additional adverse patient effects were reported. No additional adverse patient effects were reported. There was no indication of product return.

Manufacturer narrative:
Product is not expected to return. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product is not expected to return as it remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the longevity of this implantable cardioverter defibrillator (ICD) was lower than expected and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the ICD was depleting prematurely. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported.